Event description:
It was reported that the user performed incorrect supply change steps for the infusion set and cartridge, and troubleshooting and education were provided with no device alerts or alarms. Symptoms included no reported clinical effects. Outcomes included no reported impact on activities of daily living or need for medical intervention. Investigation included customer troubleshooting and user education regarding proper supply change procedure. Investigation of this case revealed use error related to incorrect supply change steps for the infusion set and cartridge, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error.